Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was in the hospital for unrelated reasons. Upon interrogation, the ICD exhibited backup vvi mode which was resolved at the time via software download. However, the issue recurred. Subsequently, the ICD was explanted and replaced. The patient was reportedly well pre- and post-operative.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 that the device will be returned for analysis. Device evaluation: the device was confirmed to have entered backup vvi mode without hv support due to detection of a power on reset. The device memory contained no indication of high voltage activity immediately prior to the power on reset detection. After product code execution was resumed the power on reset condition did not recur despite temperature cycle and mechanical shock testing. The cause was not determined due to inability to replicate the anomaly.